Event description:
Caller reported testing customer's glucose with the freestyle meter and getting a result of 152 mg/dl. The customer then went into a hypoglycemic seizure. The paramedics were called and the customer was transported to the hosp. A glucose measurement was performed at the hosp with an unknown brand meter with a result of 52 mg/dl. The customer was given dextrose.